Event description:
According to the complainant, during removal of the corflo cubby low profile gastrostomy device for replacement the balloon was found to be ruptured. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-6300.

Manufacturer narrative:
Required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
The sample was returned and a visual examination of the device was performed confirming the reported condition of the balloon being ruptured. The balloon was separated from the tip just to the left of the radiopaque marker. The bonding material may have been thin at the spot where the balloon separated causing it to deflate. Unable to determine the exact cause of the separation, however, it may have been do to a too think layer of bonding material during production.